Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from field indicated that an 8f delivery sheath was used, there was no interaction with cardiac structures during deployment, or no angulation or kink in the delivery system was noted. Based on the information reviewed, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 10mm amplatzer septal occluder was chosen for implant with an 8f amplatzer trevisio intravascular delivery system. During deployment in the left atrium, the device had a cobra deformation. The operator recaptured the device and redeployed multiple times but with no success in correcting the deformation. A decision was made to replace the deformed device with a second 10mm amplatzer septal occluder but the replacement device also had the same cobra deformation. It was reported both deformed devices were never released from the delivery cable while inside the patient. A decision was made to replace the second device with a 10.5mm non-abbott occluder. There was no report of any interaction with cardiac structures during deployment and no angulation/kink noticed in the delivery system. The 10.5mm non-abbott occluder was implanted in the patient with no reported adverse patient consequences and there was no clinically significant delay in procedure. The patient remained hemodynamically stable throughout the procedure. Related manufacturer reference number: (B)(4).

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.